Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one injector and one protector were provided to our quality team for investigation. Through visual inspection of the injector sample, no damage or other defects were observed, the injector needle was verified to be in the correct position and no breakage or missing portions were identified. When evaluating the protector, it was observed that the protector cannula had pierced through the top of the membrane. Further evaluation identified that the protector was not properly connected to the vial, causing the protector cannula to pierce the metal cap of the vial stopper, resulting the needle going through the protector housing and protruding from the membrane as seen in the sample provided. A device history review was performed for the injector lot 2307003 and protector lot2306105, no deviations or non-conformances were identified during the manufacturing process. Retained injector samples were used for additional evaluation, all product was inspected and no defects were observed on any of the devices. Based on our quality team's investigation, no issue related to the injector was identified, it was confirmed the protector was damaged as a result of incorrect assembly of the protector onto the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
Customer reported that when the anticancer drug preparation was performed using phaseal protector p14j and inject-a-lock, the needle came out from the protector connection part and it became impossible to prepare the anticancer drug. (This is a brief description of the circumstances leading up to the occurrence of the case.) Protector is attached to the vial. Installed a luer lock on the protector. When the luer lock was removed, the needle protruded from the protector connection. On (B)(6) 2024: per response: the injector needle was separated and remained on the protector. Please see the photos

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Customer reported that when the anticancer drug preparation was performed using phaseal protector p14j and inject-a-lock, the needle came out from the protector connection part and it became impossible to prepare the anticancer drug. (This is a brief description of the circumstances leading up to the occurrence of the case.) Protector is attached to the vial. Installed a luer lock on the protector. When the luer lock was removed, the needle protruded from the protector connection.